Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated"), menorrhagia ("severe menstrual flow") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a (B)(6) female patient who had essure (batch no. C55837,cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil was somewhat twisted". The patient's past medical history included gravida ii, parity 5 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2012, (B)(6) 2015) and urinary tract infection (during pregnancy) in 2012. Previously administered products included for birth control: nuva-ring from 2012 to (B)(6) 2013 and mirena in 2011; for an unreported indication: ciproflaxcin (B)(6) 2013. Concurrent conditions included body mass index normal and irregular menstrual cycle (treatment ablation). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2017 for irregular menstrual cycle. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramps") and breast discharge ("discharge from breasts"). The patient was treated with surgery (surgical removal of coil(s), hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, vaginal infection, abdominal pain upper, dysmenorrhoea, breast discharge, dyspareunia, fatigue, alopecia and weight decreased outcome was unknown. The reporter considered abdominal pain upper, alopecia, breast discharge, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff was advised by her physician to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: no evidence of tubal patency. Unspecified date (follow-up appointment): unspecified exam - essure device migrated. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, lot number received, reporter added, historical drug and condition added, concomitant drug added, events added as follows:- vaginal bleeding, dyspareunia, pelvic pain, fatigue, alopecia, weight decrease, device physical property issue. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated"), menorrhagia ("severe menstrual flow"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (batch no. C55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil was somewhat twisted". The patient's past medical history included gravida ii, parity 5 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2012, (B)(6) 2015), urinary tract infection (during pregnancy) in 2012, irritable bowel syndrome, c-section in 2012, headache and cervical dysplasia. Previously administered products included for birth control: nuva-ring from 2012 to (B)(6) 2013 and mirena in 2011; for an unreported indication: ciproflaxcin from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included body mass index normal, irregular menstrual cycle (treatment ablation), difficulty in walking, alcoholic, endometriosis, depression, endometrial bleeding and adenomyosis. Family history included hypertension (father), diabetes mellitus (grandparent), cervix carcinoma (grandparent), ovarian carcinoma (grandparent), leukemia (grandparent), breast carcinoma (grandparent), thyroid carcinoma (grandparent) and asthma. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2017 for irregular menstrual cycle. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramps") and breast discharge ("discharge from breasts"). The patient was treated with surgery (surgical removal of coil(s), hysterectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal infection, abdominal pain upper, dysmenorrhoea, breast discharge, dyspareunia and weight decreased outcome was unknown, the menorrhagia, vaginal haemorrhage, uterine haemorrhage and fatigue was resolving and the alopecia had resolved. The reporter considered abdominal pain upper, alopecia, breast discharge, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: there were 4 coils visible on the right. There were 8 coils visible on the left and had become somewhat twisted. Plaintiff was advised by her physician to have essure removed. Expiration date(s): right-(B)(6) 2017, left-(B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: no evidence of tubal patency. Unspecified date (follow-up appointment): unspecified exam - essure device migrated. Concerning the injuries reported in this case, the following one was reported via medical record: uterine hemorrhage ( confirming vaginal hemorrhage). Lot number: c55837 manufacture date: may-2014 expiration date: may-2017. Lote number: cs000hw manufacture date: jan-2015-01 expiration date: oct-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated"), menorrhagia ("severe menstrual flow"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (batch no. C55837,cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil was somewhat twisted". The patient's past medical history included gravida ii, parity 5 ((B)(6) 2003, (B)(6) 2005,(B)(6) 2008, (B)(6) 2012,(B)(6) 2015), urinary tract infection (during pregnancy) in 2012, irritable bowel syndrome, c-section in 2012, headache and cervical dysplasia. Previously administered products included for birth control: nuva-ring from 2012 to (B)(6) 2013 and mirena in 2011; for an unreported indication: ciproflaxcin from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included body mass index normal, irregular menstrual cycle (treatment ablation), difficulty in walking, alcoholic, endometriosis, depression, endometrial bleeding and adenomyosis. Family history included hypertension (father), diabetes mellitus (grandparent), cervix carcinoma (grandparent), ovarian carcinoma (grandparent), leukemia (grandparent), breast carcinoma (grandparent), thyroid carcinoma (grandparent) and asthma. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2017 for irregular menstrual cycle. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramps") and breast discharge ("discharge from breasts"). The patient was treated with surgery (surgical removal of coil(s), hysterectomy), surgery (surgical removal of coil(s), hysterectomy and ablation), surgery (surgical removal of coil(s), hysterectomy and ablation) and surgery (surgical removal of coil(s), hysterectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal infection, abdominal pain upper, dysmenorrhoea, breast discharge, dyspareunia and weight decreased outcome was unknown, the menorrhagia, vaginal haemorrhage, uterine haemorrhage and fatigue was resolving and the alopecia had resolved. The reporter considered abdominal pain upper, alopecia, breast discharge, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: there were 4 coils visible on the right. There were 8 coils visible on the left and had become somewhat twisted. Plaintiff was advised by her physician to have essure removed. Expiration date(s): right-(B)(6) 2017, left-(B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: no evidence of tubal patency . Unspecified date (follow-up appointment): unspecified exam - essure device migrated. Concerning the injuries reported in this case, the following one was reported via medical record: uterine hemorrhage ( confirming vaginal hemorrhage). Most recent follow-up information incorporated above includes: on 23-may-2018: pfs received. Event outcome of hair loss, abnormal bleeding and fatigue updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated"), menorrhagia ("severe menstrual flow"), uterine haemorrhage ("abnormal uterine bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 31-year-old female patient who had essure (batch no. C55837,cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil was somewhat twisted". The patient's past medical history included gravida ii, parity 5 ( (B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2012,(B)(6) 2015), urinary tract infection (during pregnancy) in 2012, irritable bowel syndrome, c-section in 2012, headache and cervical dysplasia. Previously administered products included for birth control: nuva-ring from 2012 to (B)(6) 2013 and mirena in 2011; for an unreported indication: ciproflaxcin from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included body mass index normal, irregular menstrual cycle (treatment ablation), difficulty in walking, alcoholic, endometriosis, depression, endometrial sarcoma and adenomyosis. Family history included hypertension (father), diabetes mellitus (grandparent), cervix carcinoma (grandparent), ovarian carcinoma (grandparent), leukemia (grandparent), breast carcinoma (grandparent), thyroid carcinoma (grandparent) and asthma. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2017 for irregular menstrual cycle. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramps") and breast discharge ("discharge from breasts"). The patient was treated with surgery (surgical removal of coil(s), hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, uterine haemorrhage, vaginal haemorrhage, vaginal infection, abdominal pain upper, dysmenorrhoea, breast discharge, dyspareunia, fatigue, alopecia and weight decreased outcome was unknown. The reporter considered abdominal pain upper, alopecia, breast discharge, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff was advised by her physician to have essure removed. Expiration date(s): right-may2017, left-oct2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: no evidence of tubal patency. Unspecified date (follow-up appointment): unspecified exam - essure device migrated. Concerning the injuries reported in this case, the following one was reported via medical record: uterine hemorrhage ( confirming vaginal hemorrhage). Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received: new event" uterine hemorrhage" added. Reporter, other relevant history updated. Product expiry date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.